Manufacturer narrative:
The product was not returned to the manufacturer at the date of this present report, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.

Event description:
It has been reported that before surgery, the double trigger handpiece was running after battery insertion without pressing the triggers and that it stopped after battery release. No patient harm or injury has been reported. No surgery delay has been reported.